Manufacturer narrative:
Analysis synthesis: product return confirmed the reported damage on the packaging pacemaker box as well as on the external carton. Analysis of the manufacturing records did not present any irregularities during the final packaging inspection process relative to the subject lead and confirmed that before product shipment no box damages were observed. It should be noted that with such an irregularity on the external packaging, the product would have not been released for distribution. Actions are under implementation to ensure particular care is applied for final device shipment, and to maintain packaging integrity along the entire shipment process. Given that the reported problem was observed on receipt, the event most likely occurred during transport, probably due to inappropriate conditions, which caused damages to the product box.

Event description:
Reportedly, as received, the pacemaker packaging was damaged (2 out of 4 sides). When opening the box, the pacemaker packaging was also faulty (deformed/inserted box). Pacemaker damage could be risky and may have impacted sterility.